Manufacturer narrative:
Device was evaluated after incident was reported. System was examined for abnormalities, found none. Facility reported problem with calibration but fse reported no issued with calibration and verified dcd alignment. Found a side screw missing on the laser housing which supports the dcd and electrical fiber connection. He reran test for output energy and confirmed that laser meets candela specifications.

Event description:
On (B)(6) 2018, the abm medical &laser clinic in us reported that a patient responded to laser treatment with burns and blisters.